Event description:
The clinician reports that the day the implant was placed in ada 15, failure occurred upon insertion. Primary stability not achieved, implant surface not completely covered with bone and sinus augmentation. Patient presented with bone type iii, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.